Event description:
Symptoms: left arm and leg paresis, left sided neglect, and left facial droop. 20-30 minutes following the procedure the patient suffered an embolic stroke. Immediately after the patient's symptoms, repeat angiogram showed no evidence for embolus and was otherwise normal. An MRI was obtained with diffusion; weighted imaging which showed tiny peripheral emboli along the watershed distribution in the right frontal and parietal lobes. No additional was available.-